Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels between 50-60¿s mg/dl. Suspected cause was due to customer not settings up a temporary rate as it involves too many steps with the control iq software. Customer disconnected from the pump to address issue and increase nighttime basal rate setting to address bg.